Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level was between 400-600 mg/dl. The elevated bg was addressed by a correction bolus via the pump. The customer did not require additional third-party assistance. Reportedly, the customer reverted to an alternate method insulin therapy.